Manufacturer narrative:
Batch review performed on 12-may-2025: lot 146022: (B)(4) items manufactured and released on 15-12-2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, all items of the same lot have been sold (1 as 1460222a 2 as 146022b) with no similar reported event during the period of review. Additional device involved batch review performed on 12-may-2025: versafitcup 01.26.56mb versafitcup metalback dm ø56 mm (k083116) lot 146518: (B)(4) items manufactured and released on 08-01-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, all items of the same lot have been sold (1 as 146518a) with no similar reported event during the period of review. Versafitcup dm 01.26.2856mhc double mobility hc liner ø28/dmh (k092265) lot 147167: (B)(4) items manufactured and released on 03-12-2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review

Event description:
At about 10 years and 3 months from primary, the patient came in reporting pain. The surgeon revised the dm cup/liner to a competitor cup/liner and revised the medacta head with a medacta head. The surgery was completed successfully.